Manufacturer narrative:
The disposable handpiece used in this case was not returned, therefore a failure analysis of the complaint device cannot be completed. The lot number of the disposable handle was not provided, therefore a device history could not be performed. All handpieces meet all qa specifications when they are released, including sterilization to a validated sterilization cycle. The minerva surgical operator's manual lists infection as a possible adverse event after endometrial ablation under other adverse events. The disposable handpiece is provided sterile and was unlikely to have been the source of the infection in this case.

Event description:
Doctor scheduled and performed an uneventful minerva procedure in a patient suffering from aub and the patient was discharged the same day. Two days after the procedure the patient was admitted to the hospital with 102f fever, and was diagnosed with endometritis. Vaginal cultures were taken and came back negative. Patient was hospitalized for two days, underwent treatment with antibiotics. No additional surgical interventions were required. The patient recovered fully and was discharged.